Event description:
It is reported that pt underwent tha in 01/2003. Devices dislocated in june 2005. X-ray was taken in 06/2005 which showed the stem and head had separated. Devices were revised in 06/2005.

Event description:
Patient underwent tha in 2003. Devices dislocated in june 2005. X-ray was taken in 2005 which showed the stem and head had separated. Devices were revised on the 2nd day.